Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2020-02081. This report is associated with MFR report number: 1.3005168196-2020-02080.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02080.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using pod packing coils (pod pc), pod coils, penumbra smart coils (smart coils), and a non-penumbra microcatheter. During the procedure, one pod coil, one smart coil, and one pod packing coil (pod pc) were implanted in the target location. Next, a pod pc was unable to advance beyond 10cm within the introducer sheath, and the pod pc was removed. The physician continued with the procedure using a new pod pc. Subsequently, a pod coil would not advance from the initial position within the introducer sheath, and the pod coil was removed. The procedure was completed using a new pod coil and the same microcatheter. There was no report of an adverse effect to the patient.